Manufacturer narrative:
Low or blocked pump flow: the cause of the low or blocked pump flow issue could not be determined without the returned product for investigation and sufficient clinical details, including data log. Pd-cannula assembly (twist, bent, kinked): the cause of the cannula assembly issue could not be determined without the returned product for investigation and sufficient clinical details.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Event description:
It was reported that a patient implanted with an impella cp experienced suction alarms and a kink in the device. The pump was explanted and replaced with another impella cp. The patient was in stable condition.